Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a laparoscopic bilateral inguinal hernia repair as the surgeon was suturing parietex right anatomical mesh #(B)(4), the needle on the endo stitch fell off. When the surgeon was suturing parietex left anatomical mesh #(B)(4), the needle on endo stitch broke in half and fell into the patient cavity, the surgeon was able to retrieve the broken needle using a grasper.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. No needle was received. The visual inspection of the device noted that one of the blades was bent. The product is used in a procedure for treatment or diagnosis. A broken needle was received loaded onto the device. The broken needle was removed and a pmv needle was loaded onto the device. The needle was found to function properly when applied through layers of test media. No difficulty was experienced in loading, unloading, or toggling the needle. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break.. The product analysis established a relationship between a device failure and the reported incident of needle disengaged. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.